Manufacturer narrative:
This report is filed (B)(6) 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss.